Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented for routine clinic visit with discomfort at ICD site. The pocket was revised and patient condition was good.